Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the gui printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator generated a graphical user interface (gui) resets error. Although requested, patient involvement is unknown.